Event description:
The pump was returned for investigation. Investigation revealed a damaged casing at the u groove prohibiting connection of the clip, a reddish colored display, and a missing battery cap. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display contrast had a reddish tint. The battery cap was found to be missing; a test cap was used for testing. A test clip was unable to be attached due to damage at the u groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.